Event description:
The manufacturer received a voluntary medwatch (mw-5152518) in which the patient alleges that have been burning smell and the tank dries up before the end of each night. Medical intervention was not included. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.